Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's power supply caught fire and set the room on fire. No troubleshooting taken. The remote monitor status was unknown. No patient complications have been reported as a result of this event.